Event description:
This is filed report a gripper actuation issue. It was reported a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, a restricted posterior leaflet, restricted anterior leaflet, and rotated heart. It was noted imaging was challenging. An xtw clip was deployed on the mitral valve, reducing mr to a grade of 2+. In an attempt to further reduce mr, an xt clip was inserted. However, while grasping, it was observed the anterior gripper was not functioning properly. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and difficult imaging were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.